Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant of a dual chamber the access into the subclavian vein was difficult. The two leads and device were implanted and the patient was stable throughout the procedure. The patient sat up and immediately vomited and desaturated. Cxr was performed and the patient had a pneumothorax. A chest tube was inserted and the patient was transferred to ccu. The patient's condition had stabilized. The pneumothorax occurred during the difficult venous access. There is no allegation against the leads or device. The pacemaker was later checked and all measurements are within normal range. The patient is stable in the hospital.